Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-jan-2022 to 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly displayed "unable to authenticate" error message. A technical support specialist connected to servers found that the account was not locked in the active directory, the hospital information technology team added crmc account to the user pyxis group and user can log in successfully post-configuration. The system functioned as intended after the hospital information technology team accessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly displayed an error message, preventing user access to the station during a procedure, delaying patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed an error message, preventing user access to the station during a procedure, delaying patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hospital information technology department, reported that active directory servers were not working properly. The hospital information technology department were able to resolve the issue and users were able to log in successfully. The system functioned as intended.